Event description:
The feedback found that the rubber plug and the core rod of 2 products were not assembled in place, and the rod fell off.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.